Event description:
At the end of the surgical procedure (right parotidectomy) one of the two scrub techs informed the surgeon and the circulating nurse that there was a question about the sterility of the instruments that were used. The filters required for sterilization were excluded from processing. Instruments were sterilized and then sat on shelf with opportunity for exposure to environment. M.d. Notified. Prophylatic antibiotics administered q 8 hours.